Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) was experiencing brady rate not as expected. This patient is device dependent. The device was programmed to have a sub threshold to prevent high current drain. Technical services (ts) was consulted and recommended reprogramming. The device remains in service. No information is available at the moment.